Event description:
(B)(6) states the platform attachment bolt that goes thru the slot keeps coming loose. He alleges the thread is right handed and should be left hand, so it does not keep coming loose when he uses it on the right side, or put the bolt on the outside. No injury reported. He is concerned about the platform attachment coming loose.